Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No consumables were saved for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 11/11/2011. The manufacturer internal reference number is: 2011-24909. (B)(4).

Event description:
A operating room supervisor reported the unit displayed a system message when attempting to use the laser during a procedure. Additional information was received from the surgical technician reporting multiple attempts were made to clear the system message but the system message was unable to be cleared. The company's technical support services was contacted and the staff was advised that the laser was down and that there was nothing the hospital staff could do until the system was serviced. The doctor then bypassed the laser portion of the procedure and continued the procedure by filling the eye with oil. There was no patient harm reported, but there was a reported delay of 15 minutes. The technician indicated that after the procedure was completed, the system was rebooted, the system message was cleared, and the laser functioned properly.